Manufacturer narrative:
Visual inspection of the returned lens found the lens in two pieces. The optic has been cut or torn in half and one haptic attached to each piece of the optic. Both haptics are bent. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsule ruptured unexpectedly causing the haptic to sublux and to not seat properly in the sulcus. The incision was enlarged to remove the lens from the patient's left eye and another anterior chamber lens was implanted successfully. This report references the lens used during the procedure.